Event description:
Device issue: dislodged stent. Time of device issue: during preparation. Adverse event: none. It was reported that during preparation, the 2.5x15 rx xience stent dislodged from the balloon. It was stated that the stent was loose on the balloon and the stent dislodgement was due to the stent being loose, not due to device preparation. A second xience was used to complete the procedure. There was no reported patient involvement. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.